Event description:
The customer reported that while monitoring a patient via pads that the "screen disappeared." The users switched to a different m4735a defibrillator to continue monitoring of the patient. There was no patient harm.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The problem was caused by an open fuse f101.